Event description:
(B)(4). I had the essure coils put in (B)(6) 2011. From that date until (B)(6) 2012, I bled profusely. I was going through the "super" period pads two every hour. I have had non-stop cramps, bloating, leg and ankle swelling and tenderness/soreness. My hair started thinning out almost instantly. Every time I try brushing my hair and also washing it in the shower, my hair falls out and comes out by the handfuls. I have had constant daily headaches that turn into migraines. When I have a migraine flare up, they can last up to three days, absolutely nothing helps ease the pain. I have had severe nausea off and on since having this device put in. My visions even become pretty blurry since having the essure done. The pain I have is every day!!! It literally feels like something is trying to claw it's way out of my body. The pain from that radiates from my pelvic region around into my lower back. When the pain is so severe, it makes me vomit. Quite often the pain is so bad it feels like I am in labor all over again and I feel the urge to push, a lot of pressure on my pelvic area. Since getting the essure put in, I have somehow developed polycystic ovarian syndrome, which I've never been diagnosed with before I had kids or during pregnancies. I am constantly tired, yet I cannot sleep at night whatsoever. I've also started to develop infections off and on since getting this procedure done. I have had terrible mood swings and moments of bursting into tears at random. Some days the pain is literally debilitating and I can't sit, stand or walk, yet I can't stay in bed because I have two kids. Also the doctor did not tell me there was nickle in this device. I am highly allergic to nickle. I found this out after the essure was already put in and after I became miserable. Other women have said that the doctors are supposed to perform a nickle allergy test on the patients before attempting putting the essure device in. Well since they didn't inform me of the nickle being in it, they did not do the allergy testing. My end has also been extremely elevated since having this device put in! My ankle and leg swelling is constant, even if I elevate my legs, the swelling just never seems to subside and with the swelling, my legs and ankles hurt and ache all the time and they go numb and tingle. The bloating in my stomach I have is in my midsection and it just seems to get worse, it is really form like that of a pregnant woman and sticks out like that of a pregnant woman. It has cause me to go up four pant sizes. I have had nothing but trouble since having the essure done. I am so miserable that I can't or don't want to even play with my kids and I am embarrassed to even go out in public because I feel disgusting. I want this device out of me!! I've tried two doctors now and no one will listen!!! (B)(6) covered/provided this. Please I beg of you and pray to get this device pulled and banned!!!!